Manufacturer narrative:
This supplemental report is being submitted to correct d9 "date returned to manufacturer" in the MFR report #8010047-2021-13487 and provide additional information. The device was returned to olympus service operation repair center (sorc) on \(B)(6), 2021. Therefore, the correct d9 "date returned to manufacturer" in the initial report is (B)(6), 2021. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the information provided: -during the evaluation by sorc, the emergency lamp error occurred and sorc determined that it was caused by a lamp failure. -omsc reviewed the device history and confirmed that there were no manufacturing anomalies or corrections. The device was repaired on (B)(6) 2018 due to a defective endoscopic image due to corrosion of the video connector contacts. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) because the emergency lamp error occurred even after replacing the lamp. Sorc then inspected the device and found that the emergency lamp error occurred due to the lamp failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -there was a defect in the locking mechanism of the video connector socket. -the battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.